Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". Customer states that she feels well and requires no medical attention. Verified the strips expire 11/30/2017. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 138 mg/dl and 127 mg/dl fasting. Reviewed meter memory: 206 mg/dl, (B)(6) 2015, 10:03:00 pm, fasting: yes; 119 mg/dl, (B)(6) 2015, 01:53:00 pm, fasting: yes; 252 mg/dl, (B)(6) 2015, 05:41:00 pm, fasting: yes; 173 mg/dl, (B)(6) 2015, 02:44:00 pm, fasting: yes; 143 mg/dl, (B)(6) 2099, 12:52:00 pm, fasting: yes. Customers concern: with lo on (B)(6) 2015 12:57:00 pm.